Event description:
Pt is a 14 year old chronic renal disease pt. Was admitted to the hospital to have his central venous line revised. He had a medcomp 12.5 french catheter that had been pulled out. The pediatric surgeon noted the catheter had broken at the area where the cross bars that suture holes secured to the skin attaches to the catheter and by doing this it allowed the catheter to pull out three inches. Had catheter replaced in surgery.